Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: when the surgeon was removing the gallbladder, the foam adjustable collar came off of the trocar. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc.